Event description:
It was reported that the burr detachment occurred. A 1.50mm rotapro catheter and a rotawire were selected for use for a percutaneous coronary intervention (pci) procedure in the right coronary artery (rca). The device was prepared outside the body and platformed. During the procedure, rotapro was advanced radially with a 7f guide into the tortuous and calcified rca. The physician was able to successfully wire the rca and exchanged the wire out for a rotapro extra support wire. After several ablations were performed, the physician was satisfied with the rotapro outcome. Some degree of deceleration was noted in the rpms due to calcium but the burr never got stuck or stalled. The physician wanted to perform one last run to make sure everything was smooth. During the last run, the physician noticed while moving the advancer knob back and forth, the burr itself was not moving. The rotapro burr detached from the rotapro catheter in the proximal part of the vessel. The rota advancer and catheter were removed but the burr remained in the patient's vessel in the proximal part of the rca. The burr was still on the wire and the wire was brought back but the burr remained in place. The physician determined that it is a high risk to attempt to pull the rotawire all of the way out of the patient's body and decided to place a non-bsc wire down the patient's rca with a non-bsc balloon. The balloon was advanced distal to the burr and the balloon was inflated and while inflated, the balloon was pulled back into a guide extension. In doing this, it brought the wire and the rotawire into the guide extension, and the burr and rotawire were able to be successfully removed with the inflated balloon all while keeping the non-bsc wire down the patient's rca. The detached burr still remained on the rotawire when it was removed. The procedure was completed successfully in the patient's rca with a balloon and stent. A new 1.5mm rotapro burr was used in the patient's circumflex (cx). There were no further patient complications reported and the patient was fine during the whole procedure.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the rotapro device and rota wire. The advancer, handshake connections, sheath and coil were microscopically examined. The burr was received on the rotawire. The broken coil was visible in the proximal end of the burr. The handshake had numerous kinks. Functional testing was performed by attempting to rotate the drive shaft, however, it was unable to rotate. Product analysis confirmed the reported event due to the melted ultem. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr detachment occurred. A 1.50mm rotapro catheter and a rotawire were selected for use for a percutaneous coronary intervention (pci) procedure in the right coronary artery (rca). The device was prepared outside the body and platformed. During the procedure, rotapro was advanced radially with a 7f guide into the tortuous and calcified rca. The physician was able to successfully wire the rca and exchanged the wire out for a rotapro extra support wire. After several ablations were performed, the physician was satisfied with the rotapro outcome. Some degree of deceleration was noted in the rpms due to calcium but the burr never got stuck or stalled. The physician wanted to perform one last run to make sure everything was smooth. During the last run, the physician noticed while moving the advancer knob back and forth, the burr itself was not moving. The rotapro burr detached from the rotapro catheter in the proximal part of the vessel. The rota advancer and catheter were removed but the burr remained in the patient's vessel in the proximal part of the rca. The burr was still on the wire and the wire was brought back but the burr remained in place. The physician determined that it is a high risk to attempt to pull the rotawire all of the way out of the patient's body and decided to place a non-bsc wire down the patient's rca with a non-bsc balloon. The balloon was advanced distal to the burr and the balloon was inflated and while inflated, the balloon was pulled back into a guide extension. In doing this, it brought the wire and the rotawire into the guide extension, and the burr and rotawire were able to be successfully removed with the inflated balloon all while keeping the non-bsc wire down the patient's rca. The detached burr still remained on the rotawire when it was removed. The procedure was completed successfully in the patient's rca with a balloon and stent. A new 1.5mm rotapro burr was used in the patient's circumflex (cx). There were no further patient complications reported and the patient was fine during the whole procedure.